Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2.5 years post-implant, it was reported that the pt was at home and experienced a pump stoppage and a read heart alarm. The alarm was resolved when the system controller was exchanged. The pt went to the hospital and was admitted for evaluation. An x-ray of the driveline was performed and the pt's event history was reviewed. On (B)(4) 2014 the manufacturer's technical service personnel evaluated the pt and no issues were seen. Subsequently, the hospital performed a pump exchange on (B)(4) 2014. Approximate age of the device is 2.5 years.

Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). The pt remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) cut approximately 13¿ from the pump housing and the remainder of the lead was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the outflow graft and outflow graft bend relief were not returned. Upon disassembly of the pump, visual analysis did not reveal any evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The returned portion of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual examination of the pump end section of the lead revealed breaches to the orange, black, brown, and yellow wires approximately 8.5¿ from the pump housing. The observed wire damage appeared to be the result of repetitive movement in that area and abrasions to the remaining wires were also seen. If the exposed conductors of the orange, black, brown, or yellow wires contacted the braided shield while operating on a tethered power source, the resulting electrical short to ground would have caused the alarm events and pump stoppages that were seen in the evaluation of the patient¿s event history that was submitted. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact with each other or simultaneous contact with the braided shield while the patient was supported on tethered or battery power. The returned system controller (serial number (B)(4)) was functionally tested using our laboratory equipment and had difficulty achieving 6000 rpm after sending the motor start command. The device would increase the test pump speed up to 1700 rpm then it would stop. The patient¿s event history from the returned system controller was reviewed and contained motor stopped alarm events with fluctuating pump power (up to 31.2 watts) while connected to battery power. Further evaluation of the system controller revealed a compromised component on the primary drive circuitry. The finding of the damaged drive circuitry component and the data contained in the patient¿s event history indicates an over current condition that could potentially occur from a vad/percutaneous lead issue. The returned system controller (serial number (B)(4)) was functionally tested using our laboratory equipment and was unable to operate a test pump. Further analysis of the device revealed that the drive circuitry was damaged, which prevented the device from operating a test pump. The patient¿s event history was retrieved from the returned device and contained pump stop events, which were consistent with the findings on the inner printed circuit board (pcb). The findings of the damaged drive circuitry components are consistent with an over current situation that could potentially occur from a vad/percutaneous lead issue. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that on (B)(6) 2014, the manufacturer's technical service personnel tested the patient's percutaneous lead. The testing was inconclusive and no damage to the external section of the percutaneous lead was able to be identified. When the patient was requested to sit up in bed, a decrease in pump speed was seen. Fluid was suspected in the percutaneous lead; therefore, a small portion of the outer silicone was opened and the percutaneous lead appeared normal. A pump exchange was recommended and the hospital performed a pump exchange on (B)(6) 2014.